Event description:
The customer reported that the system displayed a connection and boot-up error message before a case. The system also displayed a low ma error message during fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed a filament duty cycle calibration on the system and tested the system functions. The system operates as intended.